Manufacturer narrative:
UDI - not available due to unknown lot number. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted due to the lot number being unknown. A search of the complaint file was not conducted due to the lot number being unknown. The same user facility reported a similar event for another device with the same product code. See MDR 3013394970-2017-00041. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal evolution device. The following information was provided by the user facility: the collagen plug only partially deployed and the string broke; the patient is reported to be stable; and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
One 6f angioseal vascular closure device was returned to terumo medical corporation in elkton,md for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The deployment sleeve were in rear lock position on the returned device. The arteriotomy locator and the tyvek pouch was returned as well. The green tamper tube was returned separately and held the torn suture within it. The distal end of the clear heat shrink appeared to be flared out. The arteriotomy locator was kinked at the blood inlet holes. There was blood like substance on all returned device components. No measurements were able to be made on the suture due to its returned state. The inner diameter of the tamper tube was found to be 0.0242" (cal ID: (B)(6) expiry: 6/30/2017). The measurement was found to be conforming to the specifications within the drawing active at the time of manufacturing as referenced in the DHR. The exact cause of the event cannot be determined in absence of information such as patient vascular anatomy and user technique. Based on the available information and the returned device, it appears likely that either the patient had tortuous vasculature leading to unanticipated off axis force on the device and suture leading to thread breakage or the user applied excessive pulling force on the device. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving terumo medical corporation manufacturing facilities as supported by the device history record. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found 13 similar reports with the involved product code in the past three years. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on (B)(6) 2017. When stated that the collagen was only partially deployed, it was removed by hemostats. There was no reported blood loss. Hemostasis was achieved by manual pressure. There were no other devices or equipment being used with reported product.